Event description:
Patient with metastatic colon cancer to the liver who underwent repeat treatment to the left lobe of the liver in 2002. Patient recieved 130 gy during an uneventful infusion. Patient was seen by oncologist on the following month for epigastric pain radiating up to their chest that increased while eating. Patient had an esophagogastroduodenoscopy 6 days later showing superficial gastric ulcers with speculation of relatedness to therasphere treatment as a result of ulcers appearing atypical for peptic disease and atrophic. Clo-test result non-reactive. Patient was prescribed prilosec and carafate 4 times daily, with noted improvement in symptoms several days after meds started.